Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) canada alleging his onetouch verio iq meter was powering off during use. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began approximately at the end of (B)(6) 2012, exact date/time is not known. The patient claimed he was unable to get a blood glucose reading because the subject meter would power off prior to displaying a result. The patient reported that he manages his diabetes with humulin insulin, fixed dose of 35 units in the morning and humalog insulin based on a sliding scale in the morning and in the evening. The patient reported that as a precaution, he decreased his evening humalog dose to 5 units (as opposed to his usual 10u) in response to the alleged issue approximately 1 week prior to contacting lfs for assistance. The patient claimed that on the day he contacted lfs ((B)(6)) he developed symptoms of "generally not feeling well and dehydration". The patient stated he self treated with insulin on an unknown date/time. No other device was used for testing. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter, usb cable, and ac adapter have passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.